Event description:
As reported through the medical affairs department, a patient called for medical information and additionally reported adverse events. The patient had a cypher 3.0 x 28 stent implanted in an unknown target lesion during the index procedure due to a heart attack that was discovered following the patient¿s presentation with weakness. Approximately fifty-two months after the index procedure, the patient experienced feeling weak and tingling on left side. As treatment, a second cypher 3.5 x 23 stent was placed in the left circumflex (lcx). The patient was hospitalized for twenty-four hours. Multiple attempts to obtain additional information were unsuccessful. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient had a cypher 3.0 x 28 stent implanted in an unknown target lesion during the index procedure due to a heart attack that was discovered following the patient¿s presentation with weakness. Approximately fifty-two months after the index procedure, the patient experienced feeling weak and tingling on left side. As treatment, a second cypher 3.5 x 23 stent was placed in the left circumflex (lcx). The patient was hospitalized for twenty-four hours. Multiple attempts to obtain additional information were unsuccessful. No additional information is available. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 40703395 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 40703395. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. There are possible patient, lesion, and pharmacological factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.